Event description:
Legal counsel for patient provided medical records that indicate the patient underwent left total hip arthroplasty on (B)(6) 2008. Revision operative report from (B)(6) 2014 indicates a left hip revision surgery was performed due to metallosis and a loose acetabular component. Revision operative report further noted the presence of black soft tissue and a capsulectomy was performed. The femoral head adapter was found cold-welded on the femoral stem trunnion and an extended trochanteric osteotomy was performed to remove the stem. A significant delay occurred as a result. All components were removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-02342 & 02351 & 02352).